Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -8.5/3.0/015 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was intraoperatively removed and a same size replacement lens was implanted vertically due to low vault without rotation. Reportedly, "the lens extracted was implanted vertically." The status of the eye reported as, "ok." The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).